Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. Follow-up with the patient confirmed a fluid leak occurred and the patient¿s ¿blue pin¿ dislodged completely from the liberty cycler set. A few days later the patient reported he presented to the outpatient dialysis clinic with complaints of abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, and a second unknown antibiotic (doses, duration, frequency, route not provided). As of 5/nov/2022, the patient reported being close to completing his course of antibiotics and is recovering from the events. The patient reported he continues to utilize the same liberty select cycler as before the serious adverse events. The liberty cycler set was discarded following the events and is unavailable for return.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. Additionally, the patient reported a fluid leak during ccpd therapy, which occurred a few days prior to the patient presenting to the outpatient home dialysis clinic with abdominal pain. The patient reported continuing to utilize the same liberty select cycler as before. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the limited information available, the liberty cycler set cannot be disassociated from the serious adverse events of abdominal pain and peritonitis. There is no allegation or objective evidence indicating a fresenius device(s) malfunctioned. However, the patient encountered a fluid leak during ccpd therapy, and the ¿blue pin¿ dislodged from the tubing. Furthermore, the liberty cycler set was discarded following the event, thus preventing a manufacturer evaluation/investigation of the suspect product. As such, the patient¿s liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. Follow-up with the patient confirmed a fluid leak occurred and the patient¿s ¿blue pin¿ dislodged completely from the liberty cycler set. A few days later the patient reported he presented to the outpatient dialysis clinic with complaints of abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, and a second unknown antibiotic (doses, duration, frequency, route not provided). As of (B)(6) 2022, the patient reported being close to completing his course of antibiotics and is recovering from the events. The patient reported he continues to utilize the same liberty select cycler as before the serious adverse events. The liberty cycler set was discarded following the events and is unavailable for return.

Manufacturer narrative:
Correction: h.1.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. Follow-up with the patient confirmed a fluid leak occurred and the patient¿s ¿blue pin¿ dislodged completely from the liberty cycler set. A few days later the patient reported he presented to the outpatient dialysis clinic with complaints of abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, and a second unknown antibiotic (doses, duration, frequency, route not provided). As of (B)(6) 2022, the patient reported being close to completing his course of antibiotics and is recovering from the events. The patient reported he continues to utilize the same liberty select cycler as before the serious adverse events. The liberty cycler set was discarded following the events and is unavailable for return.